Event description:
Related manufacture reference number: 2017865-2023-18162 it was reported the patient's atrial lead exhibited noise oversensing. During explant procedure, it was noted that the patient's right ventricular lead exhibited externalized conductors. Both lead were explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece. Visual examination found multiple external insulation abrasions breaching the outer insulation consistent with friction to device can and friction to another device or feature of patient anatomy. The cause of the reported event of noise oversensing was isolated to the exposure of the outer coil in the abrasion regions.